Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis.

Event description:
The patient was wearing the pod on the leg for an unknown duration of use. On (B)(6) 2026, the patient sought medical attention due to elevated glucose levels, vomiting, and becoming non-verbal. Blood glucose increased to approximately 30 mmol/l (540 mg/dl). The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin and fluids. The patient was discharged the same day. (Insulet related case reference numbers: (B)(4)).